Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per evaluation conducted by the manufacuring site: during the manufacturer's technical inspection, the error description provided by the customer, " it was reported that the cable made an electric arc, a spark and then got sectioned. No harm to patient, user or third occurred. The procedure could be completed with a delay of less than 15 mins", could be confirmed. The cause of the defect is that liquid probably penetrated the cable at the transition point into the instrument plug. At this point, the liquid heated up significantly and exploded. The cause is wear and tear of the product. According to IFU, this could have been detected during a thorough inspection prior to use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the cable made an electric arc, a spark and then got sectioned. No harm to patient, user or third occurred. The procedure could be completed with a delay of less than 15 mins.